Manufacturer narrative:
The product was not returned for analysis. The device complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information provided in the file indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product was not available for evaluation. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that lens was implanted and then they realized it was scratched, upon inspecting folder they noticed something was defected. The procedure was completed with new lens. Additional information was provided that in the surgeon¿s opinion, the cartridge caused or contributed to the event.